Event description:
Tip broke off while advancing the tibial screw into the tunnel with a soft tissue/tibialis tendon allograft. The full length of the driver hex was left inside the screw in the pt. The screw was left slightly proud according to the surgeon. Bone quality of pt is hard. The tip was not retrieved from the pt. The surgeon backed up the fixation distally. Using a 4.5mm pushlock. This device is used for treatment.

Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reviewed and mfg date not determined. The hospital is not releasing the device and the cause of this event could not be determined without device eval.